Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a crack. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the lower left and right of the display screen is cracked and the reservoir window is cracked. No further details provided.

Manufacturer narrative:
The pump was received with normal operating currents and passed all functional testing. No unexpected restart alarms were noted during testing. The pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, a cracked belt clip slot, and a scratched reservoir tube window.